Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 03-nov-2021. The most recent information was received on 09-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding ("very heavy menstrual bleeding"), pruritus ("itching all over the body, especially anus and ears"), fatigue ("extreme fatigue; headaches; concentration problem"), headache ("headaches"), disturbance in attention ("concentration problem"), memory impairment ("memory problem"), visual impairment ("vision problems"), alopecia ("excessive hair loss"), libido disorder ("severe libido problems"), tendonitis ("recurrent tendonitis"), gait disturbance ("great difficulty walking") and muscular weakness ("cannot raise my arms for more than 20 seconds") and was found to have weight increased ("weight gain; severe libido problems; recurrent tendonitis"). The patient was treated with surgery (essure removal by salpingectomy/cornuectomy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, pruritus, fatigue, headache, disturbance in attention, memory impairment, visual impairment, alopecia, weight increased, libido disorder, tendonitis, gait disturbance and muscular weakness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, disturbance in attention, fatigue, gait disturbance, headache, heavy menstrual bleeding, libido disorder, memory impairment, muscular weakness, pruritus, tendonitis, visual impairment and weight increased with essure. The reporter commented: events occurred since 2014/2015. Currently, essure removal on (B)(6) 2021 salpingectomy/cornuectomy. Repetitive work leave because I have great difficulty walking and also cannot raise my arms for more than 20 seconds quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced abdominal pain lower (seriousness criterion intervention required), heavy menstrual bleeding ("very heavy menstrual bleeding"), pruritus ("itching all over the body, especially anus and ears"), fatigue ("extreme fatigue; headaches; concentration problem"), headache ("headaches"), disturbance in attention ("concentration problem"), memory impairment ("memory problem"), visual impairment ("vision problems"), alopecia ("excessive hair loss"), libido disorder ("severe libido problems"), tendonitis ("recurrent tendonitis"), gait disturbance ("great difficulty walking") and muscular weakness ("cannot raise my arms for more than 20 seconds") and was found to have weight increased ("weight gain; severe libido problems; recurrent tendonitis"). The patient was treated with surgery (essure removal by salpingectomy/ coronectomy). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal pain lower, heavy menstrual bleeding, pruritus, fatigue, headache, disturbance in attention, memory impairment, visual impairment, alopecia, weight increased, libido disorder, tendonitis, gait disturbance and muscular weakness outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, disturbance in attention, fatigue, gait disturbance, headache, heavy menstrual bleeding, libido disorder, memory impairment, muscular weakness, pruritus, tendonitis, visual impairment and weight increased with essure. The reporter commented: events occurred since 2014/2015. Currently, essure removal on (B)(6) 2021 salpingectomy/ coronectomy. Repetitive work leave because I have great difficulty walking and also cannot raise my arms for more than 20 seconds. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.